Event description:
A customer reported, an error message from the freestyle libre 2 sensor. And was unable to obtain scan readings. The customer experienced sweating and loss of consciousness, requiring treatment of glucose injection administered by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message from the freestyle libre 2 sensor and was unable to obtain scan readings. The customer experienced sweating and loss of consciousness, requiring treatment of glucose injection administered by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh007qh6cr has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. A watermark at the base of the tail was not observed, this is an indication that the sensor was properly inserted. Therefore, the issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message from the freestyle libre 2 sensor and was unable to obtain scan readings. The customer experienced sweating and loss of consciousness, requiring treatment of glucose injection administered by his wife. There was no report of death or permanent injury associated with this event.